Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had painful neuritic parasthesia with the newly implanted neurostimulator. Reprogramming was performed on (B)(6) 2011, (results not specified). The device was then surgically repositioned to a deeper subcutaneous location. The patient recovered without sequelae.